Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during therapy. The baxter technical representative (tsr) went through all the questions with the home patient (hp) in reference to the se 2240. The tsr explained the alarm and had the hp cycle power off and back on. The hc alarmed se 2367. The tsr explained the se 2367 alarms and had the hp cycle power again. The se did not repeat. The hp will contact the registered nurse(rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.